Event description:
This is a report from a nurse in the philippines, of a break in aseptic technique and peritonitis in a patient coincident with dianeal pd2, 1.5% and dianeal pd2, 2.5% therapies. On (B)(6) 2012, the patient began treatment with dianeal pd2 1.5% and 2.5% therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with the dianeal therapy was not reported. On an unreported date, the patient had a break in aseptic technique (unspecified). On (B)(6) 2012, the patient experienced peritonitis manifested as turbid effluent with fibrin and abdominal pain. Per the nurse, on (B)(6) 2012, the patient was hospitalized for peritonitis. The nurse reported that the cause of the peritonitis was a break in aseptic technique (details not provided). The patient was treated with a tablet of ciprofloxacin (500mg every 12 hours, orally) and vancomycin (500 mg in 90 cc of normal saline for 1 hour for every 5 days) (route not reported) for the peritonitis. The outcome of the peritonitis was not reported. The nurse reported, on (B)(6) 2012, the patient had started with the retraining on aseptic technique (further detail not provided). The nurse confirmed, the cause of the peritonitis was a break in aseptic technique and not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This condition of a use error - breach in aseptic technique and peritonitis. The condition was confirmed because the nurse reported a break in aseptic technique by patient. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.